Event description:
A surgeon reported having a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. A yag laser procedure was performed, resulting in an improvement in visual acuity. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 06/11/08 by fax and mail. Pt records were received on 06/03/08. A completed questionnaire has not been received.